Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information like x-rays as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the proximal side of the distal humeral diaphyseal screw is reported backed out. This event was confirmed in the postoperative follow-up. Currently, the patient is settled. Revision surgery is not planned."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "the proximal side of the distal humeral diaphyseal screw is reported backed out. This event was confirmed in the postoperative follow-up. Currently, the patient is settled. Revision surgery is not planned."